Manufacturer narrative:
A ge representative evaluated the system and reloaded software and configuration files. The system operates as intended.

Event description:
The customer reported the system software was corrupted. This error will cause the system to lockup, shut down, or not to boot. No patient injury was reported.